Manufacturer narrative:
(B)(4). The customer reported to have discarded the used event set. The customer will return unused product model 30262e for investigation. The affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.

Event description:
Customer reported difficulty connecting the male luer to a maxplus female luer, which leads to the male luer disconnecting and fluid leaking during pt use. The male luer collar at times is in fixed position near the tip of the male luer, which makes it difficult to properly connect the male luer to the maxplus female luer. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.